Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The joystick was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the inductive stem was slightly bent and filled with debris and oil.

Event description:
Take hand off joystick chair does not stop.